Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: hmrs rot hinge axle; cat# 64831350; lot# ctd1291. Hmrs rot hinge bumper 3 deg; cat# 64832153 ; lot# lcs823. Hmrs rot hinge tib insert 10 mm; cat# 64833110; lot# lcp846. Kmax+ rot kn med tib sleeve; cat# 64823350; lot# lcp444. Hmrs rot hinge fem bushing; cat# 64831250 ; lot# lcy095. Scorpio u-dome patella; cat# 73-3910 ; lot# tr5n. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mju088. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "the patient was doing regular daily activities when he experienced sudden onset of right leg pain, weakness, instability. No known traumatic event. The patient presented to local orthopaedic surgeon who requested x-rays which revealed failed/ broken implant."

Manufacturer narrative:
Weight, weight units; outcomes attributed to ae; date of explant; product available to stryker. An event regarding a crack/fracture of a hmrs tibial component was reported. The fracture was confirmed through mar of the returned device. A material analysis has been performed. The report concluded: the post of the tibial rotating component fractured in fatigue with the final fracture occurring in overload. The fracture originated around the posterior and lateral side and propagated towards the anterior and medial side of the post. Eds showed the tibial rotating component to be consistent with astm f75. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. A review of the provided medical records and/or x-rays by a clinical consultant indicated: end-of-practical-service-life condition of materials within the constraints of current state of device technology has contributed to gradual loss of polyethylene bumper functionality with resultant progressive extension impact damage on the hmrs rotating axle section resulting in a rotating post fatigue fracture requiring revision all devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. Material analysis confirmed the post of the tibial rotating component fractured in fatigue with the final fracture occurring in overload. The medical review completed by a clinician concluded that end-of-practical-service-life condition of materials within the constraints of current state of device technology has contributed to gradual loss of polyethylene bumper functionality with resultant progressive extension impact damage on the hmrs rotating axle section resulting in a rotating post fatigue fracture requiring revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "the patient was doing regular daily activities when he experienced sudden onset of right leg pain, weakness, instability. No known traumatic event. The patient presented to local orthopaedic surgeon who requested x-rays which revealed failed/broken implant."